Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced three events of kinked cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three hours of insertion. High blood glucose resulting from the event was addressed using correction injection via multple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.